Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the heavily tortuous, proximal left circumflex artery (lcx) for treatment of a de novo lesion, pre-dilatation was performed and timi ii blood flow was restored. A 3.5x15 rx xience v stent delivery system (sds) was advanced to the ostium of the lcx; however, plaque shift occurred, completely occluding the lcx. The sds could not be delivered to the lcx due to a very high take off (angulation of the vessel) and was withdrawn from the anatomy. Attempts were made to deliver other unspecified stent systems but all were unsuccessful. Therefore, the procedure was abandoned and the patient was referred for coronary artery bypass surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.